Event description:
The pt reported that the "ok" button on the keypad was intermittently responding on the keypad. The "ok" button did not click and spring back. The reporter denies damage to the keypad or exposure to moisture.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. The "up" "down" and "ok" keypad buttons were intermittently responding. The keypad was removed and the "up" and "down" key contacts were misaligned. The "up" "down" and "ok" key contacts became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.